Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. The battery was tested on the controller port and did not provide power. It was also reported that the battery was undergoing power switching. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The battery was able to adequately charge and provide power to a test controller. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported "power switching" event was confirmed, but the reported "battery not charging or not providing power to the controller" event could not be confirmed. A possible cause of the reported "battery not charging or not providing power to the controller" event may be attributed to a marginal connection between the battery and battery charger/controller. The most likely root cause of the reported "power switching" event can be attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.